Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined as the reporter event is not confirmed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The device was received not cleaned and decontaminated therefore no physical analysis of the device was performed. Labeling review performed indicated the device was not used in a correct manner as per the surgical technique. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is user error.

Event description:
It was reported the blockers backed out post-operatively. Indication for surgery was stenosis with unstable olisthesis and nucleus pulposus prolapse. The pt had low osteoporotic bone quality. Surgery performed was plif at l4/l5. At the 3 month post-operative follow-up it was noted that 2 blockers had backed out on the left side. The pt was complaint with all post-operative instructions. Revision surgery is not planned at this time as the pt reports low pain level. Currently the pt still has low back pain, uses regular pain medicine and walking distance is not restricted.